Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the upper jaw of the firstpass mini detached from the tweezers and migrated to the adjacent tissues. The piece was not found inside the patient despite the use of x-ray support. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided image is a fluoroscopic view, so possibly intraoperative. There are some radiopaque items noted as well as a longer, thin item that may be the reported piece but cannot confirm its location or vicinity to the noted ¿nerve and vessel.¿ the instructions for use for the device, precautions that misuse of this device may result in bent or broken distal tip or jaws. Therefore, user error cannot be ruled out as a contributing factor to the reported detachment of the top jaw. The firstpass mini¿s top jaw is composed of mim-17-4ph-650 stainless steel. The foreign body is manufactured and intended as an externally communicating device that should have limited tissue/bone contact as long-term implantation data is not available. Since the broken piece was not recovered from the patient, micro-motion/migration and local irritation/discomfort cannot be ruled out as potentially impacting the patient. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a repair of shoulder instability by passing sutures through the labrum, the upper jaw of the firstpass mini detached from the tweezers and migrated to the adjacent tissues. The piece was not found inside the patient despite the use of x-ray support. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.